Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the emergency medical services was called due to a blood glucose of 600 mg/dl. The customer was treated with manual injection. Customer did a manual injection upon waking up to bring the blood glucose down. Customer stated the insulin pump stopped working and the screen was shattered after they dropped it on the floor. The screen of insulin pump got shattered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that emergency medical service was provided to them due to high blood glucose on unknown date. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The customer was treated with manual injection. Customer was unable to complete care link upload. The insulin pump was dropped on floor and it was stopped working. The insulin pump alarmed low battery and failed battery. The screen o insulin pump got shattered. The insulin pump will be returned for analysis.